Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error alarms during testing. Intermittent pump error alarm during rewind due to corrosion on motor home switch. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, cracked case on battery tube area, cracked case next to belt clip rail corner, slightly peeling end cap address label, corrosion on force sensor assembly, severe corrosion on all electronic assemblies and corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for pump error 38. The customer¿s blood glucose was 260 mg/dl. Customer reported that can't rewind pump . Customer assisted in clearing. Customer unable to troubleshoot for high blood pressure. The pump will be returned for analysis.